Event description:
It was reported the flushing pump stopped working, the pump head would not rotate and there was an orange led alarm illuminated. The issue was found during a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There was a surgical delay of one (1) minute. No other devices were connected to the subject device when the failure occurred suspected to contribute with failure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was confirmed based on the information provided in the complaint. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pump head would not rotate due to a pump head damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump stopped working, the pump head would not rotate and there was an orange led alarm illuminated. The issue was found during a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There was a surgical delay of one (1) minute. No other devices were connected to the subject device when the failure occurred suspected to contribute with failure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was instructed to press down on the pump head to start the pump. The customer was not in front of the device, therefore, the customer was advised to replace the pump head. The customer wanted to know if there was any other way to have the pump work. The customer was advised that the pump head would need to be replaced first. The customer placed an order for the pump head. Any additional troubleshooting may resume after the pump head is replaced. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.